Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 478 to 570 mg/dl, and he was treated with boluses. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low reservoir alarm. Advised the customer to call back when the tubing clamp arrives. The caller stated that he did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.